Event description:
Reporter indicated that the treating facility's programming system was not functioning properly. Good faith attempts are being made to obtain additional information.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.